Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/01/2016 that a loss of connection between the transmitter, receiver, and smart device occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Pairing testing was performed and the test passed. However, data log review confirmed the reported event of loss of connection. A root cause could not be determined.